Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this implantable device was suspected to be depleting prematurely. The battery remaining longevity decreased four years between one year follow-ups, battery consumption is 157%. There was no change in leads or device parameters and no atrial fibrillation or system asset management (sam) feature episodes. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Hospital was advised to check the patient more frequently in order to monitor battery depletion. This device was already replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected to be depleting prematurely. The battery remaining longevity decreased four years between one year follow-ups, battery consumption is 157%. There was no change in leads or device parameters and no atrial fibrillation or system asset management (sam) feature episodes. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Hospital was advised to check the patient more frequently in order to monitor battery depletion. This device was already replaced and return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable device was suspected to be depleting prematurely. The battery remaining longevity decreased four years between one year follow-ups, battery consumption is 157%. There was no change in leads or device parameters and no atrial fibrillation or system asset management (sam) feature episodes. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Hospital was advised to check the patient more frequently in order to monitor battery depletion. This device was already replaced and return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.